Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening", "pain", and "liquid."

Event description:
Healthcare professional reported left side "hardening", "pain", and "liquid." The device remains implanted.